Manufacturer narrative:
(B)(4).

Event description:
Patient has a history of hypertension, hyperlipidemia, diabetes, coronary artery disease and btk vascular disease of the peroneal and foot arteries. (B)(4) assessement at time of procedure was ischemic rest pain. During index procedure the physician used three in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the right leg. Devices were successful. Approximately 6 weeks later right side shallow artery occlusion was reported. Investigator indicated that the event was related to the treated lesion and not related to the device, procedure or drug. The patient was treated one week later with knee popliteal artery intima stripped, right lower extremity artery bolt, right leg strands of light - knee popliteal artery artificial vascular bypass surgery. The issue is reported to be resolved.

Manufacturer narrative:
It is reported that the event 'right sfa occlusion' occurred on the (B)(6) 2015 and not the (B)(6) 2015 as previously reported.

Event description:
Cec adjudicated the event as definitely related to the study device and not related to the procedure or paclitaxel.

Manufacturer narrative:
The previously reported adverse event right side shallow artery occlusion 6 weeks post index procedure has been updated to right sfa occlusion.